Event description:
Tpe filters for therapeutic plasma exchange were delivered and were being put away on the unit. The medical assistant noticed a hair on the inside of the clear sterile packaging. The filter is a gambro tpe 2000 and the lot number is 14e2706, manufacture date is 2014-05 and expiration date is 2017-05.